Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a strenuous activity, the patient experienced pain, infection, and wound dehiscence at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted. The patient was administered oral antibiotics to address the issue. The infection has since been resolved.